Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device ejected clips which dropped into the pt, but was retrieved. There was no pt consequence related to the incident.